Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: use error (inaccurate reference).

Event description:
Consumer complaint of about high blood results. Highest blood test in memory - 373 mg/dl. Caller states his blood glucose normally is about 180mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (373) and the normal result (180) is located in zone b/c. No adverse event reported.